Event description:
According to customer, the monitor was not booting up correctly. No further information given.

Manufacturer narrative:
Integra has completed their internal investigation on april 13, 2017. Results: evaluation of returned device: the product was returned to the service centre for failure analysis evaluation which verified the complaint as valid; the monitor not booting up correctly due to internal loose cable connection between touchscreen and embedded pc board. DHR review: no anomalies that could be associated with the complaint were observed. Complaints history: the review encompassed dates 14-feb-16 to 23-feb-17. A total of (B)(4) complaints were reviewed of which there were 2 complaints which contained the search criteria. During the time period ¿feb 16 to feb 17¿, the global product usage for cam02 monitors combined was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (2) can therefore be calculated as (B)(4) (occasional) of procedures. Conclusion: the evaluation verified the complaint as valid; the cause of the complaint issue was identified as the monitor not booting up correctly due to internal loose cable connection between touchscreen and embedded pc board. The root cause of the loose cable was not provided.